Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation found no image was produced by the returned device due to failure of the image sensor cable. Additional evaluation findings are as follows: unable to angulate device sufficiently. Connector defects. Control body defects. Deterioration or breakage of distal end adhesive. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an image was not present. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the device was manufactured. Based on the results of the investigation, it is likely that the reported phenomenon occurred due to image sensor unit or failure of internal board of the video connector unit, or the system caused the event. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.